Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay scratched and texture damage, pillowing keypad overlay, and severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The customer's blood glucose value is unknown. The alarms persisted after troubleshooting. The insulin pump will be returned for analysis.